Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
An autopsy was not performed, and the pump will not be returning. The site requested an analysis letter for the returned system controller.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple intermittent low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined. Throughout the log file, the calculated flow was trending downward and stabilized at 0.9 liters per minute (lpm) prior to the driveline being disconnected and the controller being shut down. No other notable alarms were active in the log file. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation as there was no autopsy performed and the pump was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2024. Log files were sent for review and the event log captured on (B)(6) 2024, multiple low flow events. The calculated flow appeared to have fluctuated below the alarm threshold on 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. On (B)(6) 2024, low flow events started at 18:27:56, and the flow recovered above 2.5 lpm throughout the log file. At 19:33:47, the flow continued to drop until 19:44:31, and then it was 0.9 lpm. At 19:44:51 the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.